Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported field event was confirmed in the laboratory. The device's functionality was normal during testing. It is believed that the high impedance measurement anomaly was a result of a lead to device connection issue.

Event description:
It was reported that one day post implant, the patient received several inappropriate therapies. High shock impedance was observed during high voltage therapy. The physician suspects a connection issue. The device was removed.